Event description:
It was reported that during while attempting a hiatal hernia repair the surgeon inadvertently tacked three helices through the diaphragm perforating the heart muscle. Two of the helices caused blood to leak from heart and the pt subsequently died. There was no reported malfunction of the device. No further info was supplied.